Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the adhesive part of the objective lens had come off due to handling; white scratches were on the image; the bending angle was insufficient due to the elongation of the angle wire; the bending section adhesive part was missing; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the endoeye flex deflectable videoscope presented with defects on the labeling. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive on the objective lens had peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens that was peeled off as noted at estimation.